Event description:
It was reported that the patient presented to the office complaining of light headedness on (B)(6) 2010, interrogation revealed that the lead exhibited oversensing. The patient was seen the next day complaining of chest pain and pres- sure. Microdislodgement was diagnosed. The lead was re- placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.